Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the stylet could not be inserted through the lead at implant. The lead was not used.